Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-13715. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead and right ventricular lead exhibited reproducible noise. The physician turned off the pacing system in the patient and implanted a new dual chamber pacemaker, right atrial lead, and right ventricular lead on the right side on (B)(6) 2019. The patient was in stable condition.